Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the plate (04.503.834s) was broken straight in the center along the fracture line after it was implanted on (B)(6) 2019. This was discovered by x-ray on (B)(6) 2019. The implant was used for orif due to fractures of the mandibular articular process. No plans to remove screws because there was no malocclusion and no pain. No further information is available. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity 4). This report is for one (1) ti matrixmandible subcondylar plate trapezoidal 1.0mm thick. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.503.834s, lot: 4l30153, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: apr. 16, 2019, expiry date: apr. 01, 2029. Device history review done on 24 jan 2020. Part number: 04.503.834, lot number: h853246, part manufacture date: mar 25, 2019, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrix mandible subcondylar plate trapezoidal 1.0mm thick was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 47 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review. The lot quantity of 47 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.